Event description:
It was reported that on (B)(6) 2013, a 2.5x18 rx xience xpedition stent was implanted via direct stenting in the mid left anterior descending (lad) coronary artery for treatment of an acute myocardial infarction. After performing pre-dilatation with a 2.5x15 non-abbot balloon catheter, a 3.0x33 rx xience xpedition stent was implanted at the left main to proximal lad. After performing intravascular ultrasound, post-dilatation was performed via the kissing balloon technique using a 3.0x15 non-abbott balloon in the lad and a 3.0x15 non-abbott balloon in the left circumflex coronary artery. The stent was confirmed to be fully apposed to the vessel wall. Ten days post stent implant, in-stent thrombosis was diagnosed and percutaneous coronary intervention was performed. The patient expired on (B)(6) 2013. Cause of death is unknown; however, possibly due to thrombosis in the mid-distal segment of the 3.0x33 xpedition stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of thrombosis and death are listed in the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: 3.0x15 lacrosse; 3.0x15 kamui. Stent: 2.5x18 rx xience xpedition. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.